Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown, and ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year-old caucasian female patient underwent revision breast augmentation with 250cc mentor memorygel breast implant on the left side, and with unknown size unknown gel implant on the right side, and experienced left side breast implant rupture postoperatively. On december 7, 2023, mentor became aware that the patient also experienced right side capsular contracture; baker grade unknown, and bilateral ptosis in addition to left rupture, and underwent bilateral replacement surgery with catalog number 3507255mc; serial number (B)(6) on the left side, and with catalog number 3507255mc; serial number (B)(6) on the right side on (B)(6) 2023.. This medwatch report is for the patient¿s right-sided device.